Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a high risk percutaneous coronary intervention (pci) with impella support. Reportedly, a needle to cuff miss was noticed for all four devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8f and the pci procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional vessel closure devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a suture malposition based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.